Event description:
It was reported that, "during the tka, the surgeon felt too tight to pick the inner blister pack up from outer one."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.